Manufacturer narrative:
H10: two open unused samples were received for evaluation; the other two were not received and therefore, could not be evaluated. An unaided eye visual inspection was performed which observed an area of brown spots at the outer wall of the white micro connector of sample 1 and a dark spot on the outer spike body of sample 2. Inspection under magnification verified embedded brown spots in an area of the outer wall inlet white connector of sample 1 and an embedded dark spot in the spike body near the tubing connection of sample 2; not inside the fluid pathway. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The gelatinous foreign object was located in the valve set of the non-vented high-volume inlets.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) non-vented high-volume inlets had a gelatinous foreign object. This issue was identified in the pharmacy before use. There was no patient involvement. No additional information is available.